Event description:
Additional information received reported that the patient took antibiotics for the infection that she had. No steps had been taken to resolve the patient¿s orange urine.

Event description:
It was reported that the patient had an infection in (B)(6) 2015 and a reoccurrence of the infection in (B)(6) 2015. The patient stated that their urine was orange on and off since (B)(6) 2015 and around that time they were taken off a ¿vaginal estrogen¿ oral medication. They were restarted on the oral medication again after a surgery (was not related to the device therapy) on (B)(6) 2015. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3 889-28, lot# va0nsgb, implanted: (B)(6) 2014, product type: lead. (B)(4).